Event description:
The customer reported that their device would not recognize a defibrillation therapy cable connected to the device. There was no report of any patient use associated.

Manufacturer narrative:
(B)(4). Physio-control gave the customer the part number for a replacement therapy connector assembly. Once the device is repaired and proper device operation is observed through functional and performance testing, the device will be returned to the end user for use. A conclusive cause of the reported issue could not be determined.